Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd emerald syringe 3ml 24x1 an air bubble appear while taking blood with emerald syringe.

Manufacturer narrative:
The quality engineer inspected 1 image of lot number 3354748 regarding item # 307754 received for evaluation. The image showing the syringe in which needle is attached with fluid is filled in it and some fluid appears on the rib of stopper. A review of our risk management document was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our specification requirements. The defect of ¿air bubble¿ is not confirmed after evaluation of the image and also the packaging is open. However, bd cannot confirm the cause of the failure by the manufacturing site , because there were not any physical packed samples received. DHR review: the device history record review was completed for provided lot number 3354748 regarding item # 307754. There was no rejected inspections or quality notifications during the production of the provided lot number. Retention sample review: retention samples for lot # 3354748 material # 307754 were inspected for leakage. The defect of ¿air bubble (leakage)¿ was not found in retention samples. Thus, the defect of ¿air bubble (leakage)¿ cannot be confirmed in retention samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Air bubble appear while taking blood with emerald syringe.